Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned product.

Event description:
Consumer alleges heating pad caused burns to her face,neck, and ear. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges heating pad caused burns to her face, neck, and ear. There was not a report of property damage with this incident.